Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following field: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over nine (9) years since the subject device was manufactured. Based on the results of the investigation, the root cause could not be determined, because the device was not returned. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the olympus evis exera iii xenon light source had a b30 error code. There was no report of patient injury or medical intervention associated with this event.

Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. The device was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.